Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromise force sensor while changing her infusion set. Customer's blood glucose at time of incident was 18mmol/l. The customer was able to clear the alarm. The customer stated that the alarm occurred after she rewound the pump and during delivering of insulin but insulin did not exit from the tubing. The customer was unable to continue troubleshooting because she was currently driving. The customer stated that she will just call back. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 18mmol/l. The customer was asked to re-check blood glucose.